Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder revision; (B)(6) 2019. Primary surgery date: (B)(6) 2019. Patient had dislocated post op. Removed 6 stem, re-reamed canal to 8. With better position, placed 8 stem and changed version on epiphysis. Also upsized poly to 38+9. With extra tension and better positioning, patient stayed reduced through range of motion test.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.